Event description:
It was reported that the q-stye connector leaked while using bd q-syte¿ luer access split-septum stand-alone device. This event occurred 5 times. There was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the head nurse of hematology department used it, it was found that the q-syte connector leaked, and the customer found that there were 5 pieces in one box with leakage."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the q-stye connector leaked while using bd q-syte¿ luer access split-septum stand-alone device. This event occurred 5 times. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: "when the head nurse of hematology department used it, it was found that the q-syte connector leaked, and the customer found that there were 5 pieces in one box with leakage."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 2/14/2022. H6: investigation: our quality engineer inspected the samples submitted for evaluation. Bd received three unopened units and three opened units. Initial visual inspection of the returned samples did not reveal any damage to the units. The columns were then inspected and one of the opened units was identified to have damage to the column. No damage was observed to the other five units. Tears to the column are known to cause leakage. Based on the observed damage, the defect of leakage can be confirmed. Damage to the column may occur at multiple stages throughout the manufacturing process or during clinical application. This type of defect can occur during manufacturing due to misalignment or a damaged part. Quality inspections and preventative maintenance are performed at regular intervals to mitigate the risk from this type of defect. In the user environment, excessive actuations, actuations at a wrong angle, or extraneous force may also result in tearing of the column. As the device had been opened, bd was unable to determine which scenario was more likely. A device history record review showed no non-conformances associated with this issue during the production of this batch.